Manufacturer narrative:
The reported complaint of "the autopulse platform displayed user advisory (ua) 41 (patient temperature sensor failure) error message" was not confirmed based on the archive data review and functional testing. There were no device deficiencies found during the evaluation of the platform, which could have caused or contributed to the reported (ua) 41 error message. The autopulse platform performed as intended. However, improper storage condition of the autopulse system most likely contributed to the occurrence of the user advisory (ua) 41. The storage and shift check conditions are not known; however, ambient storage condition (e.g. A fire truck sitting in a hot and humid environment and/or being exposed to direct sunlight for long hours) as well as using the platform on a soft surface that may block air vents will increase the internal temperature of the autopulse platform and cause the occurrence of user advisory (ua) 41 error message. During archive data review, no user advisory (ua) 41 was recorded. Thus, not confirming the reported complaint. Visual inspection was performed and unrelated to the reported complaint, found a cracked front enclosure, likely as a result of damage sustained due to mishandling such as drop. The cracked front enclosure needs to be replaced to address the issue. The autopulse platform failed initial functional testing due user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message displayed upon powering on, unrelated to the reported complaint. The load cell was replaced to address the user advisory (ua) 07 error. The root cause for user advisory (ua) 07 was due to a defective load cell. The cracked front enclosure and defective load cell were likely attributed to mishandling such as a drop. Also, unrelated to the reported issue, found the encoder drive shaft does not rotate smoothly, exhibits binding and resistance due to a sticky clutch plate. This type of drive shaft issue is the characteristics of normal wear and tear. Deburring of the clutch needs to be performed to remedy the encoder drive shaft issue. The autopulse platform was manufactured in september 2015 and it is nearing expected serviceable life of 5 years. Waiting for customer approval for repair.

Event description:
During shift check, the autopulse platform (sn (B)(4)) displayed user advisory (ua) 41 (patient temperature sensor failure) error message. No patient involvement.